Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system did not lag when performing various operations. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was difficult to turn on. The site initially could not get the system to turn on. The site was eventually able to get it to turn, however, after a short time it shut down again. A manufacturer representative confirmed that the system was plugged into a good outlet when the system shut down. This was reported outside of a case and there was no patient present.